Event description:
It was reported that after the implant procedure, both the ventricular and atrial leads were noted with noise which caused oversensing and under pacing. The noise stopped when the pocket was manipulated, but resumed shortly after. The leads were reprogrammed to ensure pacing in the presence of the noise. The ventricular and atrial leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.